Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The hoffmann 3 kickstand for an ankle delta dfame continues to loosen and slide out. Delta couplings we¿re fully tightened and has happened before per the surgeon (never notified of prior issue) when connecting the kickstand to the transfixing pin or to the 11x 350mm connecting rods. He feels as if the couplings were tight as possible with both the t handle and wrench. Issue was noticed post surgery when the stability of the frame did not remain intact 2 days post surgery.